Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 4 months. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. Evaluation of the submitted log files confirmed one low flow hazard alarm on (B)(6) 2018; however, a direct correlation between this finding and the lvad could not be conclusively established through this evaluation. The report that the outflow graft was mildly kinked at the aortic anastomosis could not be confirmed through this evaluation; however, the reported kink could have contributed to the low flow hazard alarm if it was present at the time of the event. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the lvad system was producing low flow alarms with a decrease in flow. The patient was experiencing elevated pi and darkened urine. The low flow events were thought to be patient related, as the patient has high blood pressure map of 110. The patient was not treated and was sent home after the clinic visit. The patient remained stable at home and was monitored. A computed tomography angiography (cta) was scheduled at a later date. On (B)(6) 2018, cta results reported were compared to a previous test on (B)(6) 2018. The current cta indicated that the lvad appeared stable including mild kinking of the outflow graft at the aortic anastomosis which appeared unchanged. The inflow appeared appropriately positioned with the left ventricle. The visualized portions of the driveline was unremarkable and there was no evidence of internal thrombus formation. As of (B)(6) 2018, the patient was stable and ongoing without any further issues.